Manufacturer narrative:
(B)(4). The device has not been returned to teleflex for investigation. Root cause cannot be determined and the complaint cannot be confirmed at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while assisting a critical patient an attempt to establish an intraosseous access in the right tibia the driver stopped working, turning from green to red before the needle could be placed correctly. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4) ez-io driver 9058 (B)(4) was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. The driver had power when the trigger was pulled however the red led was flashing which indicates the driver is at or near end of life. The trigger guard was still tethered to the driver. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (B)(4) while applying approximately 8 lbs. Of force on a weight scale (B)(4). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 6.0 insertion 2: 5.0 insertion 3: 5.0 other remarks: hard profile (105 lbs/ft3) insertion 1: 10.0 insertion 2: 10.0 insertion 3: 10.0 another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver completely stall. The device could not be stalled with up to 20 lbs. Of downward force before completing the insertion. Another attempt was then made by forcing the driver down on the weighted scale without a needle. The driver did not stall at approximately 20 lbs. Of downward force for 15 seconds. The motor was connected to dc power supply (B)(4) and set to approximately 18v. When the trigger was pulled, the motor ran and the led flashed red indicating battery end of life (depletion). A section of the IFU will be referenced as part of this investigation report. The IFU warns: "ez-io power driver will blink red when the trigger is activated and has only 10% of battery life remaining." "Purchase and replace the ez-io power driver when the red led starts blinking". The customer's complaint was confirmed. However, the driver lost power due to battery depletion. The customer continued using the driver after the red blinking red was activated which indicates the driver batteries are nearing only 10% capacity and the driver should be replaced. No corrective/preventative actions will be assigned.

Event description:
It was reported that while assisting a critical patient an attempt to establish an intraosseous access in the right tibia the driver stopped working, turning from green to red before the needle could be placed correctly. The patient's condition is unknown at this time.